Event description:
On (B)(6) 2025, the user reported that pressing the sleep/wake button resulted in a delayed response from the device. Technical support guided the user through restarting the pump, which was expected to resolve the issue. The user was advised to call back if additional assistance was needed. No impact to blood glucose (bg) was reported. Due to the potential risk of impaired user interaction with insulin delivery, this event is being reported as a precaution.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.